Manufacturer narrative:
Analysis of the pump on (B)(6) 2017 revealed high battery resistance. As per the pump¿s log, the following medications were being administered via a simple continuous dose rate as of (B)(6) 2017: hydromorphone with concentration 800.0 mcg/ml at a dose rate of 290.32 mcg/day, and bupivacaine with concentration 30.0 mg/ml at a dose rate of 10.887 mg/day. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was replaced on (B)(6) 2017 due to end of useful life. The indications for use were post lumbar laminectomy syndrome and no n-malignant pain. No patient symptoms were reported.